Event description:
Rep reported that the surgeon performed a revision to a pt who aquired a subdural hematoma due to the valve not flowing. The original valve was set at 120mm h2o. The new valve was programmed at 200mm h2o.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.